Event description:
It was reported that there was a grounding pad malfunction during the rfa procedure and as a result, the procedure was aborted. No patient complications were reported.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient information. Further information was requested but not received.

Manufacturer narrative:
It was reported that the rep is at an account with an ionic generator prompting "grounding pad detached". Rep reported they have tried 3 grounding pads and the message has persisted. They have tried different locations on the patient and confirmed to wipe the skin prior to placing the grounding pad. Rep performed two grounding pad tests with a new grounding pad and a reusable probe. The procedure was canceled and the patient was sent home. No further intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.